Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis found that the distal conductor was fractured. It was noted that the defib conductor was distorted, there was blood/body fluid on the outer tubing overlay and the inner tubing was kinked/buckled. The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. There was a white substance on the exposed defib coil and on the outer overlay tubing. The outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead appeared to have been implanted with a bend in it at the fracture site.

Event description:
The lead was explanted and replaced for an unspecified reason. It was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.